Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that patient presented with a systemic infection. Entire implantable cardioverter defibrillator system, including leads, was removed on 01 jul 2020. Patient condition after the procedure was stable.